Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to confirm missing segments/partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 56 mg/dl. The customer was treated with (B)(6). The customer stated that the screen was blinking full gray and changed the battery and none of the buttons were responding. It was reported that the display was flashing white. The troubleshooting was performed and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer declined troubleshooting for low blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.